Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe barrel when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: customer returned an image of a 0.3ml syringe. The syringe¿s needle shield and hub having separated from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. CAPA#1630423 was initiated.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe barrel when removing the shield. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about needle/shield separation from the barrel when removing the shield."